Event description:
On (B)(6), 2007, this patient was implanted with two gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. The pt tolerated the procedure. Images taken on (B)(6), 2007 showed the pt's aneurysm measuring 5.4 x 6.5 cm and a type ii endoleak originating from multiple lumbar arteries. It was reported the aneurysm had decreased in size. On (B)(6), 2010, a f/u ultrasound showed an unspecified endoleak within the infrarenal aneurysm sac, the aneurysm measuring 6.5 x 6.8 cm, and enlargement of both common iliac arteries. On (B)(6), 2010, a f/u CT showed the pt's aneurysm measuring 6.5 x 7.2 cm and endoleaks originating from the proximal and distal ends of the endograft. It was reported the pt was asymptomatic of the aneurysm enlargement and endoleaks. As of (B)(6), 2010, a f/u CT has not been performed. There are no plans for intervention at this time, and the physician will continue to monitor the pt.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.